Event description:
The patient has 2 leads (from the same lot) implanted as part of his scs system. It was reported the patient's lead has migrated. As a result, the patient is feeling stimulation in the back of his head. Surgical intervention will be taken at a later time to address this issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.